Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2017, episodes with oversensing were recorded in device memories. In two episodes, persistence was sufficient enough to trigger shock therapy. The lead remains implanted and active. No relation with patient activity was reported. Some tests were performed during the follow-up, but the oversensing could not be reproduced. Reportedly, a re-intervention was scheduled on (B)(6) 2017.